Event description:
A low readings issue was reported with the adc device. Customer received low senor scan results and " kept supplementing sugar", resulting in a reading of 19.9 mmol/l obtained on a competitor brand meter compared to a sensor scan result of 6.4 mmol/l. Customer experienced feeling unwell and a loss of consciousness. Paramedics were called and upon their arrival, customer was treated with an unspecified injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.